Event description:
The (B)(6) reported, discomfort on their lower teeth. Including cuts, sores and gum inflammation. The clinician, followed up with the patient to gather additional information and requested photos. The clinician, also provided tips to help alleviate the discomfort. The case is still in progress, but there has been no further response from the (B)(6) regarding the issue.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.